Manufacturer narrative:
Philips has investigated this complaint. According to additional information collected the system was in clinical use at the time of the event. The issue occurred during a coronary diagnosis procedure which was completed as planned since image was intermittent, but the operator still able to complete. The philips remote service engineer (rse) examined the system remotely and found that the system disappearance of the live/reference signal in the examination room. A review of the system log file confirmed the reported malfunction. Upon functional testing, the fse checked the connections and signal distribution devices and found that cause of the reported problem was defective x-ray pc. The defective x-ray pc returned for analysis, and it concluded that the ssd was defective as the ssd write speed was low. To resolve the reported issue, the fse replaced the x-ray pc and reconfigured the system. After replacement and necessary configuration, the system returned to use in good working order. The codes were updated based on the investigation outcome.

Event description:
It was reported to philips that there was a disappearance of the live/ref signal in the examination room. No harm was reported to philips. Philips has started an investigation of this complaint.